Event description:
The manufacturer received information alleging humidifier empties in 6 hours or less during use even with humidifier set at 1. Patients states humidifier heater plate feels unusually hot. Smells burning smell when humidifier empties of water. Patient complains he awakens with dry mouth. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report that was filed it was in the scope of the recall and also coded incorrectly, this report is being filed to correct these issues. The dreamstation 2 is not a part of the uno recall.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging humidifier empties in 6 hours or less during use even with humidifier set at 1. Patients states humidifier heater plate feels unusually hot. Smells burning smell when humidifier empties of water. Patient complains he awakens with dry mouth. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found liquid ingress, mineral deposit, hairlike fibers, dust-like contamination in the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown in the returned materials. The manufacturer concludes contamination were external to the device. There was no evidence of sound abatement foam degradation. In this report, box d, g, h has been updated/corrected.